Event description:
It was reported that intra-operative the patient experienced a perforation during an attempt to implant a leadless implantable pulse generator (ipg). Pericardiocentesis was performed. A sternotomy was performed. It was reported that surgery was successful and patient was transferred to the intensive care unit. The leadless ipg was attempted/not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-jan-2023 / serial#: (B)(4)/ UDI #: (B)(4). Device available for evaluation: no. Device manufacture date: 16-jul-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.